Event description:
It was reported that a flogard infusion pump had an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The f-38 alarm was found recorded on the device. The cause of the reported issue was determined to be that the right force sensing resistor was out of specification. To correct the condition, the force sensing resistor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.